Event description:
It was reported that the device needed an unknown repair. There was no harm or delay reported. During device evaluation, the rpm test could not be performed due to a leak in the swivel. Calibration testing could not be performed due to missing handpiece screws. No adverse events were reported as a result of this malfunction. There was no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the control bar was not flush with the master blade and did not meet visual inspection standards. The rpm test could not be performed due to a leak in the swivel. Calibration testing could not be performed due to missing handpiece screws. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.